Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 15.5 mmol/l (279 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Cracks were observed on both the top and bottom housings. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. The exposed portion of the soft cannula was observed to be stretched. Fluid failed to flow through the fluid path. A leak was observed in the exposed portion of the soft cannula. Inspection of the device found no damages or defects that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.